Manufacturer narrative:
Evaluation summary: the unit was returned to the analysis site due to the control module needs to be evaluated for functionality and missing parts need to be replaced. The analysis site per customer request to "check for functionality and missing parts" found and replaced the bezel due to it was broken, replaced a screw due to it was missing, and replaced the if board because it has a broken component. Per the mammotome service manual, service test were performed with no functional faults found. As part of the standard ees service process, replaced the muffler and applied dow corning lubricant to the dc motors, and replaced the holster: if board to bezel. The unit has not been returned for service prior to this event, therefore no service history review can be done.

Event description:
The event was reported the control module needs to be evaluated for functionality and missing parts need to be replaced. No patient involvement occurred. One device to be returned for analysis by the customer.